Event description:
Patient reported that they were seen at their dentist and provided a letter of recommendation. The letter states; patient present for a dental exam that revealed the patient hasseveral dental issues that needs to be addressed and requires the halt of current byte aligner treatment. The findings include, #7 and 10 are rotated mesio-facially, #8 and 9 are longer than ideal height, #23-26 crowding, #22-27 are pointy and taller than #23-26, moderate overjet with severe deep bite. Patient stated their teeth had not moved or made improvement with byte treatment. Patient was seen at another orthodontic office and was informed that clear aligners usually cannot fix amount of deep bite and traditional braces are necessary. It is recommended that they cease byte treatment at this time.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.